Manufacturer narrative:
The device referenced in this report was returned to olympus for physical evaluation. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is a bent pin inside the video connector causing the reported issue. No image was confirmed. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported while preparing to use a visera elite video system center, there was no image. There was no patient impact related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely buckling of the terminal inside the video connector socket creating the communication error. This issue is likely caused in the following order: when inserting the scope connector into the video connector socket of otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. This issue is addressed in the instructions for use (IFU): "confirm that the video connector of the videoscope are not damaged."